Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp did not work properly during setup. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the control panel of the sorin centrifugal pump system with tubing clamp did not work properly during setup. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the control panel of the sorin centrifugal pump system with tubing clamp did not work properly during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and observed that the driver was grinding. The driver was replaced to resolve the issue. The service representative inspected the replaced driver and found that the air circulation carried cleaning materials through the pin/holes of driver, and stripped the plastic texture and causing the grinding. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.